Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and chronic obstructive pulmonary disease on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer¿s blood glucose level was 338 mg/dl when released from emergency room. The customer reported blank display however which was resolved by insulin pump restart. The customer also received post-reset ram crc alarm. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.